Manufacturer narrative:
(B)(4). The cause of the cell-dyn emerald initialization (powering up) issue was due to a problem with how the flash memory is initialized on the cell-dyn emerald cpu board. Abbott issued a product correction letter to all cell-dyn emerald customers who received the affected analyzers, instructing customers to install a printer driver which will eliminate the possibility for the error to occur.

Event description:
The customer's cell-dyn emerald analyzer generated a "no memory available" error. The customer cycled the analyzer's power which did not resolve the issue, therefore, the customer requested service to the analyzer. The abbott field service representative replaced the cell-dyn emerald cpu board and the issue was resolved. There was no impact to patient management.